Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an unspecified bolus delivery issue occurred. Customer's blood glucose (bg) level was 32 mg/dl. A diabetic nurse provided customer with carbohydrates and disconnected pump from customer. Customer did not receive any injury due to the low bg. Customer reverted to using an alternate method of insulin therapy.